Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was completed with the same device and without a delay. No user injury was reported, and no adverse consequences were alleged with the event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. The reported condition of the device overheating was not attempted to be duplicated due to (B)(4). Based on the investigation details, (B)(4). Service will complete any necessary maintenance or repairs and then return the device to the customer.